Manufacturer narrative:
Information in section b5 was previously submitted in manufacturer report # 2029214-2024-01919. Additional information later confirmed that 2029214-2024-01919 is a duplicate report of 2029214-2024-01926. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline was stuck in the phenom catheter after falling into the aneurysm. The patient was undergoing flow diverter implantation for an aneurysm. The accessed vessel was the middle cerebral artery (mca) with a diameter of 3.7 mm. It was noted the patient's vessel tortuosity was severe. It was reported that during the flow diverter delivery, the device got fallen into the aneurysm and then below the aneurysm, while resheathing the device got stuck in the microcatheter hub. It was reported the pipeline vantage got stuck in the proximal section of the microcatheter. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. Additional information was received that the patient was being treated for an aneurysm of the middle cerebral artery with an 18 mm diameter. It was noted that the patient is recovering from the procedure very well and that they didn't experience any symptoms related to the event. Actions taken to resolve the pipeline falling into the aneurysm was slowly withdrawing the device by pulling the microcatheter. The cause of the pipeline movement was not determined. It was noted that the cause of the resistance was that the anatomy was very tortuous. Multiple pipeline devices were not being used when movement occurred. There was friction or difficulty during delivery or positioning. The pipeline was implanted at the intended location. The device did not jump and the tip of the catheter was not moved during deployment. Additional information was received that the procedure was completed with another pipeline that was used and deployed.

Manufacturer narrative:
H3: product analysis #707110340:¿ equipment used: vis (m-78210) ¿ drawing(s) referenced: none ¿ as found condition: the pipeline vantage pusher was returned for analysis within a shipping box, an opened pipeline vantage outer carton (b747948), an opened pipeline vantage inner pouch (b747948), and a dispenser coil. ¿ damage location details: no bends or kinks were found with the pipeline vantage pusher. The pipeline vantage pusher arm¿s, sleeves, and tip coil were found to be in good condition. The pipeline vantage braid was not returned with the pusher. ¿ testing/analysis: none ¿ conclusion: based on the device analysis and reported information, the customer¿s report could not be confirmed, and the cause could not be determined. No defect was found with the returned pipeline vantage pusher that would have contributed to the reported event. It is possible the patient's "severe" vessel tortuosity contributed to the reported event. Possible causes of ¿stuck in catheter hub¿ include introducer sheath does not sit securely inside hub, pipeline stuck in sheath, user does not maintain continuous flush, user pulls back on/torques wire during insertion, rhv not tightened or overtightened. Possible causes of ¿movement during deployment¿ include vasospasm, patient vessel tortuosity, high force delivery, catheter kickback, insufficient distal anchoring of braid, or incorrect braid sizing. Possible causes of ¿device opens prematurely¿ include resistance during delivery, high delivery force, operator did not have sheath properly seated in the hub of the catheter, over-manipulation, pushwire was torqued/pulled back during insertion or advancing pipeline inside microcatheter, user resheaths device more than 2 times. Possible causes of ¿difficult placement/positioning¿ include patient vessel tortuosity, braid incorrectly sized to vessel, resistance, other indwelling endovascular stents, braid damaged, braid deployed in vessel bend, microcatheter tip not correctly placed, or braid not anchored correctly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during the procedure while pushing the pipeline to the desired location to match the microcatheter marker, the device fell into the aneurysm and then below the aneurysm and while taking out the device, the device got stuck in the microcatheter and device got detached inside the microcatheter. The device was stuck (locked up) in catheter at the hub. The pipeline became stuck at the hub during resheathing. The physician released the load (slack) in the system in an attempt to resolve the issue, and the issue was resolved. The proximal section of the catheter was damaged, the device got stuck in the microcatheter hub. There was no pushwire damage. The catheter was flushed continuously with heparanized saline. The patient was undergoing surgery for treatment of a saccular, ruptured middle cerebral artery (mca) terminal aneurysm with a max diameter of 20 mm and a 5 mm neck diameter. The landing zone was 3.8mm distally and 4.7mm proximally. It was noted the patient's vessel tortuosity was severe. Dual antiplatelet therapy (dapt) was administered. The patient is doing well and angiographic results shows the all the vessels are intact.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the catheter used was a medtronic device. While resheathing, the pipeline was detached inside the microcatheter. The cause of the event was not determined. Multiple pipeline devices were not being used when movement occurred. There was friction or difficulty during delivery or positioning as the anatomy was very tortuous. The device did not jump and the tip of the catheter was not moved during deployment. The pushwire was not rotated or pulled back at any time during the procedure.